Event description:
New information received notes that lead fracture was observed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced shortness of breath when presented in the emergency room. Upon interrogation, low atrial sensing amplitude, failure to capture, and high, out of range, pacing lead impedance were observed on the atrial lead. Programming change was made at this time. During the atrial lead revision procedure on (B)(6) 2020, insulation damage was suspected since blood was noticed inside the lead insulation. The lead was explanted and replaced with no complications. The patient¿s condition was stable and would be discharged home.